Manufacturer narrative:
"Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer also placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. "

Event description:
It was reported to vyaire medical that the vela ventilator was a giving a constant high pip (peak inspiratory pressure) alarm. There is no information of patient involvement as of this time.